Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tester verify lost sensor alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had lost sensor alert. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.